Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an odd rhythm appeared on the remote transmission, apparently due to the right atrial (ra) lead not capturing. Ra pacing thresholds were later noted to have increased and were described as high. Lead output was subsequently increased. The patient's cardiac resynchronization therapy defibrillator (crt-d) later exhibited premature battery depletion due to the high ra thresholds. The crt-d was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.